Event description:
It was reported the pt experienced minimal pain relief since implant. It was also reported the pt had been in a paranoid state since implant of the pump. Per the reporter; "the pt had a successful trial." The pump was implanted to treat pain associated with a rare form of rheumatoid arthritis. Other pain treatments were also being used. As a result of lack of pain relief, the pt had become psychologically distressed and had mentioned thoughts of suicide. In september, the hcp had indicated the events had nothing to do with the pump. The pt's family was afraid to leave the pt alone. The drug used in the pump was morphine. The pt was hospitalized. The pt was under the treatment of a psychiatrist. It was unk if any troubleshooting had been done. The reporter indicated the hcp had mentioned discontinuing pump therapy for awhile to determine any difference in pain relief. The pt's family was working with the clinic personnel and felt the situation was ok. The family member felt the pt was safe currently. Additional info has been requested, but was not available on the date of this report.